Manufacturer narrative:
It was reported to globus medical that during the case, both excelsiusgps and excelsius3d was aborted after experiencing autoregistration transfer failure. System logs revealed that excelsiusgps failed to correctly send an internet protocol (ip) address to excelsius3d which caused the failure of the scan to be transferred to excelsiusgps. On 23 sep 2025, it was reported that the procedure was completed using traditional free hand techniques and there were there were no reported adverse effects to the patient. The observed overall risk level is low, which matches the observed anticipated risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required.

Event description:
It was reported that during the registration process, hd intraoperative 3d spin was used for registration. After the spin was completed, an xray generator failure pop up was observed. The scan acquired was unusable, whited out and grainy. The surgeon abandoned e3d and robot for the duration of the case. Additionally, auto registration failed and scan did not push over to robot automatically.